Event description:
Hosp rep's characterization: the hosps charge nurse reported that during a bladder tumor resection, the a2196 roller bar electrode allegedly "exploded" inside the pt's bladder. The nurse stated that the staff heard a loud noise coming from the bladder at the same time that the pt's bladder experienced movement. The nurse reported that her hand was on the pt's abdomen when the movement and noise occurred. The nurse reported that the procedure was completed prior to the event and the pt did not appear to have sustained any injuries. The surgeon instilled medication into the bladder and the pt remained in the hosp but not as a result of the alleged problem. Additionally, the nurse reported that the pt was catheterized as a precaution. The hosp nurse reported that sterile water was used during the procedure and although the piece fell off the electrode, the piece was not found. The surgeon did not attempt to search for the piece but the bladder was routinely irrigated following the procedure.